Event description:
It was reported that, during set up, the gastrointestinal videoscope had no image and contamination. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A third-party distributor evaluated the device and was not able to confirm the reported image failure. The reported failure of contamination was confirmed by the third-party distributor. Based on the results of the investigation, a root cause could not be identified. The most likely cause was a corroded electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The customer allegation of contamination was confirmed. In addition, device evaluation found the light guide lens was corroded. Based on the results of the investigation, and since the no image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the contamination was corrosion on the electrical connector due to component failure. The most likely cause of the corroded lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.